Event description:
Procedure: laparoscopic nephrectomy. Small wire protruding from the end of the ligasure hand piece (valley lab, tyco ligasure v, 5mm sealer/divider, ls1500, lot #125910). The device was removed from the field. All lots pulled from core. This is the third occurrence involving 4 device malfunctions (all reported).